Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was noted to be kinked/bent at approximately 60cm to 80cm and 180cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 40cm from the proximal end and the surface of the hydrophilic coating was rough. Bubbles with collapsed dome and unknown substance were noted in multiple areas to approximately 20cm from the distal end. Thedevice was noted to be broken/fractured at approximately 199cm from proximal end and the core wire distal end was observed through the distal tip dome. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was not confirmed based on the damage noted to the returned device. However, the device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. The resistance was noted at the distal end of the catheter. An assignable cause of procedural factors will be assigned to the as reported event of the guidewire distal end friction as well as the as analysed damage of the guidewire hydrophilic coating surface rough and the guidewire broken/fractured during use as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analysed damage of the guidewire kinked/bent and the guidewire ptfe coating peeling as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was peeling and the device was broken/fractured during use. No clinical consequences were reported to the patient due to this event.